Event description:
Patient had an ivc filter inserted on (B)(6) 2012. Patient arrived in emergency department on (B)(6) 2014 with shortness of breath and other symptoms. CT scan revealed "acute pulmonary emboli in the right main, right upper, and middle lobes pulmonary arteries." Physicians feels there is possibly a problem with filter, due to diagnosis.